Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found an insulation abrasion exposing the outer coil at 7.1 cm to 7.4 cm from the connector pin at the proximal region. Abrasion are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.